Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on its reservoir. It was not specified whether the mark was inside or outside of the fluid pathway. This was noticed during or after filling with ciprofloxacin (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: (lot 14f003 was manufactured june 5, 2014-june 6, 2014). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.